Manufacturer narrative:
.

Event description:
On (B)(6) 2015 during review of the patient's programming history in the manufacturer's database, it was observed that on (B)(4) 2015 the patient's settings were indicative of a faulted system diagnostics test. There was programming history missing in the database as the patient's previous visit in the database, (B)(6) 2014, shows no diagnostics being performed and the patient was at different settings. Good faith attempts for further information from the physician have been unsuccessful.

Event description:
Further programming history was received that indicated that the faulted diagnostics test and the change in settings occurred on (B)(6) 2015 and the output current and duty cycle were corrected the same day. No further relevant information has been received to date.